Event description:
The following was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprostheses with a bypass technique from right common iliac artery to right renal artery and to inferior mesenteric artery. During the treatment, a 12 fr dsf was used from the right side. All stent grafts were implanted successfully. After 12 fr dsf was removed from an access site on the right side, the pulse of right femoral artery was no longer palpable. Angiography was performed, but no access vessel trauma including dissection was observed. However, possible access vessel trauma was suspected. The physician decided to implant a bare metal stent, and additionally smart 8.0 x 60 was implanted into the access vessel from distal edge of the bypass anastomosis at the distal end of the right common iliac artery. Blood flow and pulse were observed, and the issue appeared to be resolved. The patient tolerated the procedure. Vessel diameters were provided for consideration and were within the range as outlined in the IFU for the 12fr dsf.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. A5/b7: the following information was requested but was not provided: weight, date of birth, pre-existing conditions and medications. H3/h6: code 4117, device not accessible for testing - the medical device was discarded at the treating facility and is therefore not available for evaluation. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)